Event description:
It was reported that during reprocessing a da vinci si thoracic grasper instrument was noted to have damaged insulation. The instrument was inspected after receiving the isi field notification related to the 5mm cannula (B)(4), and the damage was discovered. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the black tube insulation was damaged at the distal end. The insulation was gouged on one side and had a .030 diameter piece missing roughly .765 above the snake wrist. There was also another section at the distal end with a flap of the insulation lifted up, but no material was removed. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.